Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed upon initial activation and the needle had not retracted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the pod was returned with the needle mechanism partially deployed with an exposed needle. The slide insert was visible in the top housing viewing window and the linkage assembly was in the fully deployed state. The formed needle did not retract after removal of the top housing. External damage was observed on the formed needle and the external portion of the soft cannula. The exact cause and timing of the external damage could not be determined. Inspection of the needle mechanism assembly found the formed needle was not seated in the channel in the slide retract. Damage to the slide retract was observed inside of the channel from the improper insertion. This improper insertion can be confirmed as the cause of the customer reported event of the formed needle failing to retract. During the investigation it was noted that the distal tip of the soft cannula was damaged. The exact cause and timing of the exposed soft cannula damage could not be determined. The hard cannula was also found to be bent. As the hard cannula was exposed it could not be determined when or how these damages occurred.